Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 6 of 7. The home patient (hp) had turned off the hc cycler. The technical service representative (tsr) assisted with troubleshooting the alarm and advising to contact the nurse. The hp would complete therapy with manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's wife regarding the alarm, it was revealed that the issue was resolved, and that it was caused by something they had not done right. The wife confirmed that there were no defects on the supplies. The wife added that the hp did have pain in shoulder following this event. The wife verified that she had discussed the alarm and the shoulder pain issue with the nurse. Per wife, they were re-trained, and the pain issue was resolved using heating pads. Per wife, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
As reported by the department of safety this clinical study paient experianced ruptured iliac unknown association to device as reported, however, event was resolved (B) (6) 2010 and patient recovered. Unknown discharge date.